Event description:
It was reported the pt stated her ipg site was sore after sleeping on her right side. The pt is thin and her ipg is implanted on the right side. The pt was advised by her physician to stay off of her right side.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.